Event description:
It was reported the device had motor rate error ver soft: 6.0.0. No patient injury reported.

Manufacturer narrative:
The device was received with both seals broken and the top case was chipped and cracked. The right plunger case was cracked. The device history report showed there was motor rate error. The device was tested using multiple flow and occlusion test. The issue was unable to determine, could not duplicate customer stated problem. The root cause was attributed to the customer the tech replaced motor assembly as a preventative measure, parts were over 8 years old. Remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).